Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced hypoglycemia also the insulin pump received hardware low level failures alarm. Customer's blood glucose value was 53 mg/dl. Customer was able to clear the alarm also able to rewind the insulin pump. Customer stated fill cannula was recorded in the daily history. Customer also stated that self-test was not passed. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.